Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an all over rash. The patient also reported their appetite is affected and is concerned about an allergy. An allergic reaction was later confirmed in clinic. The implantable pulse generator (ipg) was explanted and replaced with an epicardial single chamber system. No further patient complications have been reported as a result of this event